Event description:
It was reported that during a follow up, noise was observed. The noise was reproduced by manipulation of the device within the pocket. Patient is dependant and does feel the periods of inhibition. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.